Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3: device was not returned to manufacturing facility.

Event description:
It was reported that the biomed mentioned various inpatient nurses stated they have received channel disconnect errors in the past. When this occurs they will send the device to biomed. It was then reported that when the devices are returned, the biomed stated that the latch doors and iui connectors are the parts that most frequently need replaced. There was no information on patient involvement. Although requested, further information was not provided.